Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was removed sensor from body cannula missing. Customer's blood glucose value was unknown. The customer reported that watertight test plug procedure was passed. Customer will not return device for analysis.